Event description:
The pt was revised because of disassociation of the liner.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.